Manufacturer narrative:
As reported by our affiliate, when the physician tried to inflate the ninja balloon, he found it did not inflate. He found a hole in the balloon catheter hub. It is unclear if the product was used in the pt. The product has been returned for analysis, however, the engineering evaluation is not yet complete. Additional info has been requested and will be submitted within thirty days upon receipt.

Event description:
Crack in the balloon catheter hub.